Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt bumped the top of her head on something and she had a scab where the bore hole cap was. Per the reporter, the health care professional examined the pt and determined there was no issue. The pt experienced no negative side effects or loss of symptom relief from the bump. It was later reported the pt had an infection as a result of the bump, and one lead was explanted. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.